Event description:
The hcp reported the patient was experiencing withdrawal symptoms. A pump study was done on 11/15/2004 that demonstrated a rotor stall. The patient was treated with oral medications. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.